Manufacturer narrative:
D2b: pro code (product code) - qrb. The device was returned, analyzed and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked was approximately 4 cm from the proximal end of the lead. No cables are exposed at the damaged portion of the lead. This type of damage occurs when the lead body is deformed or kinked, causing stress on the cables. The broken cables resulted in the reported complaint of high impedance. A labeling review was performed on the devices instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as cause traced to component failure.

Event description:
It was reported that the patient experienced a fall and collided with the corner of a door. The patient stated an abrupt loss of stimulation from the spinal cord stimulator (scs) system. During reprogramming high impedances were noted on multiple contacts, and it was not possible to provide stimulation to the pain areas, causing inadequate stimulation. The patient underwent a revision procedure in which the lead was explanted and replaced with a new lead. The patient is doing well post operatively.

Event description:
It was reported that the patient experienced a fall and collided with the corner of a door. The patient stated an abrupt loss of stimulation from the spinal cord stimulator (scs) system. During reprogramming high impedances were noted on multiple contacts, and it was not possible to provide stimulation to the pain areas, causing inadequate stimulation. The patient underwent a revision procedure in which the lead was explanted and replaced with a new lead. The patient is doing well post operatively.